Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that after turning the system on, the imaging system was coming up with a critical battery error message and shutting itself down. No patient was present during the time of the reported incident. An onsite inspection was scheduled for a later date. During the onsite inspection, the medtronic representative found that the power point where the imaging system was being stored was not working. The medtronic representative plugged the imaging system into a working power point and gave the system a full charge. The system was tested after charging and found to be functioning as intended. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that after turning the system on, the imaging system was coming up with a critical battery error message and shutting itself down. No patient was present during the time of the reported incident. An onsite inspection was scheduled for a later date.